Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, stripped battery cap threads, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a review of the black box showed evidence of unexplained power on reset events following a replace cartridge alarm. The pump intermittently powered on with the returned battery cap. The battery cap was unable to fully tighten to the pump. The battery compartment was cracked from the thread area to the case seal and below the grip pad. The battery compartment threads were damaged, and measured within specifications. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours and no reboots, loses of power, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump.